Manufacturer narrative:
The user facility stated the unit was leaking water. User facility personnel properly utilized the emergency stop button to shut off power to the unit and the water leak was contained. The unit was removed from service. A steris service technician arrived on-site, inspected the unit, and identified a heat exchanger gasket which required replacement was the cause of the reported event. The technician repaired the unit and returned it to service. No additional issues have been reported.

Event description:
The user facility reported their 130 cart washer was leaking water. No injury, procedure delay, or cancellation was reported.